Manufacturer narrative:
Lumenis investigated the reported event contacting the initial reporter to obtain further information about the event report. Despite reasonable attempts, four (4) by phone, no additional information had been provided. A review of the subject device DHR confirmed that the subject device was manufactured and tested according to relevant procedures, tested before release, and shipped according to manufacturer's specifications. Manufacture date : (B)(6) 2013. Although this event did not result in a serious injury, the same malfunction might lead to an adverse event (i.e, cancelled major procedure) should it recur, and in an abundance of caution, lumenis is reporting this malfunction. Lumenis has been unable to obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available; a supplemental report will be submitted.

Event description:
A user facility reported that during a procedure in which a lumenis versapulse 20w laser was being used, the laser displayed error code 20 "simmer failure". No report of patient complications was received, and no report was received alleging the device malfunction caused or contributed to any change in the patient's condition.